Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/18/2015 with the following findings: evaluation revealed that the keypad cover was found to be peeling up from the base below the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any key contacts. The battery compartment was found to be cracked above and below the bumper pad. No evidence of moisture was found inside the battery compartment. A leak test was performed and a display lens leak and battery compartment leak were found. The pump case was removed and no evidence of moisture was found inside the pump. The display was found to be dim, faded, and discolored. The returned battery cap was used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display and cracked battery compartment. This report is made based on results of investigation completed on 08/18/2015.